Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the gastrointestinal videoscope was previously used during an endoscopic examination on a patient infected with creutzfeldt-jakob disease (cjd). After reprocessing, the device was then used on additional patients. In total, the device has been used in 22 procedures. There were no reports of other confirmed cjd infections/patient harm. This report is for the subsequent patient that used the device after the reprocessing.

Manufacturer narrative:
Update to d8, h3, and g2. This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, the reported malfunction was reproduced. The review of reprocessing information revealed that there were no obvious deviations from the IFU. The device was first used; the patient was not aware that he was suffering from creutzfeldt-jakob disease, and the case was performed without that knowledge, and the disease was discovered later. The event can be detected and prevented in accordance with the following instructions for use (IFU). A warning for this phenomenon is included in the instructions for use (cleaning/disinfection/sterilization) in "chapter 1, general guidelines, 1.4, general precautions." The reprocessing method described in this instruction manual cannot eliminate or inactivate prions, which are said to be the pathogenic agent of creutzfeldt-jakob disease. When using endoscopes and accessories on patients with creutzfeldt-jakob disease or variant creutzfeldt-jakob disease, they must be used exclusively for patients with creutzfeldt-jakob disease or variant creutzfeldt-jakob disease or disposed of in an appropriate manner after use to prevent the equipment from being used by other patients. Follow various guidelines for dealing with creutzfeldt-jakob disease. The commonly used methods for eliminating or inactivating prions may damage the endoscope and accessories. Contact olympus for information on the durability of olympus equipment for a specific reprocessing method. In general, olympus cannot guarantee the effectiveness, safety, or durability of reprocessing methods not described in this instruction manual. If reprocessing methods not recommended in this instruction manual are used, the facility or physician must take responsibility for the safety and effectiveness. Check that there are no abnormalities (damage) in the parts of each endoscopic equipment before each case. If any abnormalities are found, do not use the equipment. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.